Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 7/22/98 at a retail vendor. A few days later she sought medical attention for infection at the ear piercing site and was prescribed antiobiotics.